Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 54/48 n on the right side on (B)(6) 2008. The pt was revised on (B)(6) 2014 due to unk reasons.

Manufacturer narrative:
The MFR received implant operative notes, peels and sticks for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cusp where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4). This is a bilateral pt. Left hip case is reported under (B)(4).